Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign consumer via a manufacturer representative regarding a patient who was receiving hydromorphine with an unknown concentration and unknown daily dose via an implantable pump for full spinal adhesive arachnoiditis. It was reported that the patient had been receiving treatment for 7 years now. The last 7 years have been wonderful, and they got their life back from being bedridden to useful member of the community. Their second pump failed after 3 years of use. The patient reported that the they know the reason and it is because they are allergic to normal morphine so the doctors here used hydromorphine, which the patient knows is not the drug to be used. The patient reported that hydromorphine has a vapor in it which the patient believes corrodes the components in the device. The doctors here are not replacing my pump. There were no reported complications. The patient¿s medical history included full spinal adhesive arachnoiditis contracted by the use by doctors here of glaxo's myodil contrast medium in 1968 as it was never aspirated.